Event description:
During a planned device replacement procedure, it was not possible to loosen the set screw for the atrial lead. The issue was resolved by capping the lead and explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The device was received with a damaged right ventricular (rv) septum and a missing right atrial (ra) septum/set screw. The ra connector block was inspected and no anomalies were noted. Upon using a replacement set screw, the leads were successfully inserted, tightened, and loosened. The rv set screw and connector block were normal as well. The device image analysis indicated average monthly voltage and current trends were normal. The longevity assessment was performed and the device was in the normal range of operation and exceeded projected longevity. The reported event of a set screw anomaly was not confirmed.